Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the bypass tube was detached. When the device was attempted to be inserted into the insertion sheath, force, such as touching the tip, was applied and the bypass tube was detached from the carrier tube. The device was not used and replaced by another angio-seal device to continue the procedure. The second device successfully achieved hemostasis. The puncture site was distal to the inguinal ligament of the right common femoral artery. The device had been stored on a level place. The vessel diameter was 6 mm. The size of the sheath ancillary used was 6 fr. It was reported that the patient had to no health damage.